Event description:
It was reported that a malfunction occurred on the customer's pump. The customer could not confirm fault ID because the pump was reset before calling in to technical support. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. A correction injection (mdi) was delivered to address the elevated bg level, and there was no need for third-party assistance. The pump was replaced to resolve the issue, and the customer will use mdi as a backup therapy until the replacement arrives.